Event description:
Procedure: sigmoidectomy. According to the rptr: the staples didn't close and tissue was not transected. There was no bleeding or tissue loss. Twenty mins was added to surgery time. Tissue was resected and restapled to correct the problem.

Manufacturer narrative:
Initial report sent to FDA on 04/15/2008.